Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood leak was observed while attempting to connect a catheter during treatment with a prismaflex hf1400 set. It was reported that to prevent a change to a new set, the leak was stopped using a bandage tegaderm. There was no patient injury or medical intervention associated with this event. No additional information is available.